Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage from the septum of q-syte. When connected to a cv catheter, leakage was observed during administration of saline.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage from the septum of q-syte. When connected to a cv catheter, leakage was observed during administration of saline.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed q-syte closed luer access device. Additionally, 3 photos were provided. The unit was flushed using a luer lock syringe, but no leak was detected. Microscopic analysis discovered damage to the top body of the septum. The damage to the top body extended to the column of the septum. The reported issue was confirmed as the septum was damaged, which may have allowed fluid to leak from the connector when it was not attached to a syringe. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history review could not be completed as no batch number was provided. H3 other text : see h10.